Manufacturer narrative:
The device was returned for analysis. Distal end was bent at approximately 55mm from the end of the tip. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and the magnetic sensor met specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 0.3136, 0.3011 and 0.2898 psi, which were above the acceptable limit of 0.30 psi. X-ray found dried fluid debris inside the distal end.

Event description:
Reportable based on device analysis completed on 09dec2019. It was reported that tracking issues occurred. During an ablation procedure for left atrial flutter, after 5 minutes of ablation with an intella nav oi catheter, the position of the catheter displayed on rhythmia screen started to jump erratically and to disappear randomly with no reason (catheter not moving on fluoroscopy). No error message was displayed. The cable was changed by a new one, but no improvement. The catheter was replaced by a new catheter and the problem was solved. No patient complications occurred. However, device analysis revealed that the sensor was electrically shorting due to fluid that entered the distal cavity from a leak in the lumen.